Event description:
It was reported that the pen needle autoshield duo 30g x 5mm ce was difficult to operate and wouldn't activate during use. The following information was provided by the initial reporter, translated from german to english: "needles do not trigger".

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and a root cause was not determined.

Event description:
It was reported that the pen needle autoshield duo 30g x 5mm ce was difficult to operate and wouldn't activate during use. The following information was provided by the initial reporter, translated from german to english: "needles do not trigger".

Manufacturer narrative:
Investigation: five open and activated 30g x 5mm spn samples were returned from lot. No. 8138962, cat. No. 329525. Visual examination was carried out on the returned product samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle autoshield duo 30g x 5mm ce was difficult to operate and wouldn't activate during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles do not trigger".